Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7111416.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances. It was mentioned that reprogramming was attempted. The physician believed that the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Additional information was received that the bsn sales representative was present during the surgery of (B)(6) 2023.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the patients spinal cord stimulation (scs) leads displayed high impedances. In addition, the physician assessed that the leads had migrated as there was an offset in the lead positioning. The patient underwent a revision procedure in which the two scs leads were replaced with an scs paddle lead. The explanted leads will not be returned. No additional adverse patient effects were reported.